Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to an infection. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report, march 2, 2015.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.